Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital because of high blood glucose levels. The caller was calling to have emergency supplies sent to the customer. However, the caller had no insulin pump or customer information. Unable to provide further assistance.